Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer called about so 1120014 and it leaks asked to do a trouble shoot and water test and customer called patient on 3 ways trying to do the water test, but patient was not able to do the water test. Customer stated when they were with patient they tried it, and the tube had no suction when they were holding it. Informed that it's not going to suction until it detects some type of fluid and explained that the water test will have to be done over the phone with a rep so they can determine what was the issue. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.